Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Additional information was requested and the following was obtained: can you please clarify how the device was removed from the tissue? Were the anvil and cartridge forks eventually able to be separated to release the tissue? Was the device physically broken? If yes, did any piece fall into the patient? If yes, was it retrieved? Was there any patient consequence as a result of having to create a new anastomosis? Was there any patient consequence as a result of the procedure time being extended? What is the current status of the patient? Per the surgeon, the stapler was able to fire half way, then locked. It seems that the firing lever had derailed, while forcibly pulling it back. Patient required an extra anastomoses (beside the planned one) and overall her course went uneventful.

Event description:
It was reported that during a whipple procedure the doctor was able to fire the linear cutter half way. The stapler stopped, got stuck and would not complete the firing sequence. The doctor had to break the stapler off. Since the doctor was using the stapler to create the side-to-side anastomosis, the doctor had to resect the entire portion out, create a new anastomosis between the small bowel and then do his originally planned side-to-side on the stomach. The procedure was extended an additional forty-five to sixty minutes, to complete the procedure. A second like linear cutter was used to complete the procedure. The device was discarded.